Manufacturer narrative:
As reported, the balloon on the 6f-7f mynxgrip vascular closure device (vcd) got out from the vessel during the step ¿gently pull back two stops.¿ no patient injury was reported. The device was stored, handled, inspected, and prepped per the instructions for use (IFU) and there were no anomalies noted during prep. This was an interventional coronary procedure and a retrograde approach was used. The deployer¿s mynx training status was mynx certified. The vessel was arterial and the stick location was the femoral artery. The device did not separate in the patient. The balloon was fully deflated. There was no unusual force used at any time during the procedure. The procedure was completed with manual compression for less than thirty minutes. The device was not returned for analysis. A product history record (phr) review of lot f1906004, revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ could not be confirmed as the device was not returned for analysis. The exact cause of the pull through could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, prepping and handling factors are possible. According to the instructions for use, which is not intended as a mitigation, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. While in use, the user is instructed to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the arteriotomy, resulting in removal of the sealant and access. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the balloon on the 6f-7f mynxgrip vascular closure device (vcd) got out from the vessel during the step ¿gently pull back two stops.¿ no patient injury was reported. The device was stored, handled, inspected, and prepped per the instructions for use (IFU) and there were no anomalies noted during prep. This was an interventional coronary procedure and a retrograde approach was used. The deployer¿s mynx training status was mynx certified. The vessel was arterial and the stick location was the femoral artery. The device did not separate in the patient. The balloon was fully deflated. There was no unusual force used at any time during the procedure. The procedure was completed with manual compression for less than thirty minutes.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon on the 6f-7f mynxgrip vascular closure device (vcd) got out from the vessel during the step ¿gently pull back two stops.¿ no patient injury was reported. The device was stored, handled, inspected, and prepped per the instructions for use (IFU) and there were no anomalies noted during prep. This was an interventional coronary procedure and a retrograde approach was used. The deployer¿s mynx training status was mynx certified. The vessel was arterial and the stick location was the femoral artery. The device did not separate in the patient. The balloon was fully deflated. There was no unusual force used at any time during the procedure. The procedure was completed with manual compression for less than thirty minutes. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with stopcock open, and the sealant and advancer tube were observed to have been deployed on the catheter shaft as received. The syringe and procedure sheath were not returned with the device. The condition of the returned device does not match the description of the incident. Leak testing was performed on the balloon of the returned device and found no leak in the balloon. Pressure was maintained with proper functioning of the inflation indicator per mynxgrip instructions for use (IFU). The inflated balloon diameter was verified and noted to be within specification. Visual inspection at high magnification revealed that there was no saline in the inflation tube nor was in the balloon of the returned device as received. The condition of the returned device indicates that the balloon may have not been prepped with saline during the preparation phase. A product history record (phr) review of lot f1906004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was not confirmed through analysis of the returned device. However, the exact cause of the issue reported could not be conclusively determined during analysis. Based on the information provided and the investigation performed, the issue experienced could be attributed to incorrect prep of the balloon during the preparation phase as directed in the IFU as evidenced by the lack of saline in the balloon of the returned device and too much tension applied to the catheter during the procedure. According to the instructions for use, which is not intended as a mitigation, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. While in use, the user is instructed to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the arteriotomy, resulting in removal of the sealant and access. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.